Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of insufflation causing gallbladder injury and surgical delay greater than 30 minutes.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: intermittent failure of endo devices on laparoscopy towers. Devices switch themselves off and on again probable root cause: 1. Pressure sensor malfunction / out of calibration 2. Software malfunction 3. Use error 4. System design 5. Unwanted movement of internal components / wiring 6. Power button inadvertently turned off 7. Tubeset/gas supply inadvertently detached/loose 8. Loss of power 9. Pressure button does not disengage 10. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 11. Power supply malfunction 12. Flow sensor malfunction 13. Leaks from internal connections or seals 14. Ppv failure 15. Manufacturing/ service error the reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that there was loss of insufflation causing gallbladder injury and surgical delay greater than 30 minutes.